Manufacturer narrative:
The involved dialyzer was returned and the technical investigation did not show any malfunction. The dialyzer was found to be within specification. It is possible there was a loose connection of the dialyzer and the blood line. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment. An hour and a half into treatment the nurse observed a leak between the dialyzer connector and bloodline system. Treatment was discontinued and restarted with a new system. The user didn't observe any damages at the filter or the bloodline system.